Event description:
The technician indicated that the brake would not release.

Manufacturer narrative:
The technician found the foot caster is not unlocking. The technician replaced the brake and brake steer caster to repair the bed.